Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient had an infection at the pocket site. Surgical intervention took place where the system was explanted to address the issue. The patient was also given antibiotics post procedure. It is unknown if the infection has resolved. The manufacture representative will not be receiving further updates regarding the status of the infection.

Manufacturer narrative:
Date of event estimated.